Event description:
Tip broke on item during an ent procedure on (B)(6) child, piece was retrieved and is being sent in with product. No pt injury.

Manufacturer narrative:
Eval: the tip of the scissors is very delicate. As material and hardness of the instrument correspond to the specifications, we assume that a medical overload situation caused the breakage. No material or product deviations were found.